Event description:
"Temp sensing internal thermometer of foley product became dislodged".

Manufacturer narrative:
It was reported by the customer that on (B)(6) 2023 a "temp sensing internal thermometer of foley product became dislodged" after being "accidentally tugged". Due to this, the foley catheter was replaced. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.